Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (300 mcg at 57.015 mcg/day) , bupivacaine (20 mg at 3.801 mg/day), and compounded baclofen (800 mcg at 152.04001mcg/day) via an implantable pump. It was reported the patient had symptoms of opioid withdrawal, including excessive sweating, following multiple it rate decreases on (B)(6) 2018. The it rate was increased. On (B)(6) 2018 and (B)(6) 2018, the patient had persistent withdrawal with shaking. The it rate was increased again. On (B)(6) 2018, the patient noted no further report of withdrawal. The issue resolved without sequelae on (B)(6) 2018.